Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/14/2015 with the following findings: during investigation, the pump was powered on and the display screen was found to be dim and fading and discolored. Unrelated to the complaint, investigation revealed that the battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump display screen was dim/faded/discolored. The reporter confirmed that there was no known moisture ingress or corrosion related to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.